Event description:
It was initially reported that the patient's programmer would not work with either antenna. In later reporting it was noted that the ins was the issue not the 3037 (patient programmer). The patient got a new implant and would be sending back the replacement 3037 programmer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4), lot# v242433, implanted: 2009-(B)(6), (B)(4), lot# serial# (B)(4), (B)(4).